Manufacturer narrative:
Concomitant product(s): product ID: 3389-28, lot# 0205769739, product type: lead. Other relevant device(s) are: product ID: 3389-28, serial/lot #: (B)(4), ubd: 17-feb-2016, UDI#: (B)(4). Medtronic, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient arrived in the emergency room for skin erosion on the right frontal surgical wound near the right subthalamic nucleus (stn) lead. Diagnostic methods included examination on (B)(6) 2014. Interventions included revision of the surgical wound the next day and resulted in in-patient hospitalization, medical/surgical intervention to prevent life threatening illness, injury, or permanent impairment to a body structure or body function. The etiology was described as possible related to device/therapy and implant procedure. The event was resolved without sequelae (B)(6) 2014. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-28, lot#: 0205769739, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient and device information received.